Manufacturer narrative:
The lab eval confirmed the complaint of a damaged /cut cord. Damage as a result of fatigue which resulted in an opening in the outer insulation.

Event description:
Complainant reported a cut/damaged cord.